Event description:
The customer reported "the defibrillator does not keep the charge anymore." There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.